Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, no fault was found with the device. All delivery accuracy tests were found within the published specifications of +/-6%. The expulsor was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, no fault was found with the device. All delivery accuracy tests were found within the published specifications of +/-6%. The expulsor was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received indicating that a smiths medical cadd solis vip pump had high flow by 8 percent. No adverse effects reported.

Manufacturer narrative:
Additional information received by smiths medical that the event occurred during testing and there was no patient involved.